Manufacturer narrative:
Product complaint #(B)(4). Date sent to the FDA: 3/26/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found additional information: d9, h3, h6. H3 investigational summary: the product was returned to eth for evaluation. Visual inspection revealed that one used needle was received for analysis. Product code d9834. Upon visual inspection of the returned sample, the closure channel of the detached needle was noted to be as expected. The barrel hole was examined under magnification, and no suture remnant was noted. The suture was not returned for evaluation. As part of eth quality process all devices are manufactured, inspected, and released to approved specifications. Per the conditions of the returned sample, no conclusion could be reached as to what caused the reported complaint. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
Product complaint#: (B)(4). D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. H6 component code: g07002 - pending evaluation of returned device. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. The following information was requested, but unavailable: 1. Could you please provide the lot#? Unk. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
And suture was used. During an open cardiovascular surgery, steel and the needle detached immediately. It was not a control release needle. Another product was used to complete the case. No adverse patient consequences were reported. Additional information was requested